Event description:
The 15mm balloon catheter was inserted during procedure. Case was aborted. Upon removal / inspection of balloon after removal, it was noted that balloon was no longer intact. Physician unable to locate or retrieve the missing portion of balloon.